Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the snubber pcb, on/off switch, fan and suppressors. Identified components were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system experienced no fluoro. No pt injury was reported.